Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was out of town and did not bring extra cartridges to change out the pump supplies. The customer's blood glucose (bg) level was 345 mg/dl. Tandem technical support informed the customer that the pump labeling indicates that the cartridges were for single use and could not recommend re-using the cartridges. The customer was to contact a healthcare provider to request a back-up method for insulin therapy.